Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. Review of the event history log (ehl) showed five occurrences of error code 41622 (motor timeout or system fault). During the functional testing, the customer complaint was confirmed and motor has +/- 50 ms difference between both time strokes. The cause of the reported issue was due to defective printed wired assembly (pwa). The pwa and internal coin cell battery were replaced to correct the issue. The service history review had "pump lost patient data after being turned off" on 02-dec-25 and device charged for ten days to solve the issue.

Event description:
The customer returned the device stating, "the pump was alarming 41622 when starting pca dose during testing". During device evaluation it was found the customer reported issue was confirmed and this error code indicates a motor timeout or system fault.